Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's god daughter reported via phone call of issues with the customer's insulin pump. The caller sates the pump had completely stopped working. The caller states the pump was not rewinding. The customer's blood glucose level was 272mg/dl. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump was unable to prime during the prime test due to a faulty force sensor resistor. The pump passed the idle current, run current, self test, off no power, unexpected restart, basic occlusion, displacement and rewind tests. Unable to perform the occlusion or excessive no delivery tests due to the prime anomaly. No rewind anomaly was noted. The pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.